Manufacturer narrative:
(B)(4). Method: four of the five 900mr191x water feedset extensions, which were reported defective, were returned to fph (B)(4) for inspection. The returned devices were visually inspected for damage. Results: visual inspection revealed that no glue has been applied inside the duckbill housing or on the extension tube, causing these parts to separate. Conclusion: the duckbill housing is glued to the feedsed extension tube (B)(4). This is the only complaint of this nature that we received in the past 12 months to the (B)(4) 2011.

Event description:
A healthcare facility in the (B)(6) reported that the sealing of five 900mr191x water feedset extensions were defective. This was observed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The 900mr191x water feedset extensions are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint devices and have completed our investigation

Event description:
A healthcare facility in (B)(6) reported that the sealing of five 900mr191x water feedset extensions were defective. This was observed prior to patient use. No patient consequence was reported.